Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2007 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of composix kugel. Per op notes, ¿all the adhesions to the omentum, small bowel was lysed. The incarcerated omentum and small bowel into the lower of three hernias which were reduced. A composix kugel patch was placed in the peritoneal cavity and tacked.¿ on (B)(6) 2009 - patient was diagnosed with recurrent ventral incisional hernia, obstruction thereby underwent laparoscopic converted to open repair with excision of composix kugel and implant of synthetic mesh. Per op notes, ¿dense adhesions were noted and taken down. Old scar in the upper midline was excised. Multiple small hernia defects were encountered and dissected free. The largest of these was at the right midline just above the edge of the prior mesh. Some of the omentum and the loops of small bowel were dissected out of hernia defects. The previous mesh was excised entirely. A synthetic mesh was placed and sutured.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b4, b5, b6, b7, d3, d4 (catalog no, lot no), d.6b, g3, g4, g6, h2, h6, h7, h9, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.